Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an advanced evaluation trial device. It was reported the trial patient didn't track because he was so tired after the procedure. Patient also mentioned he's sore, slept all day, and was not feeling well. Patient also mentioned he has a 40 oz bag and has been filling it up every day. On (B)(6) the patient stated he was unable to really track today because his bladder is "retraining" to void on his own. The patient had a hard time voiding on his own and rates evaluation a 2 at this time. The patient turned stimulation off due to discomfort, and was advised to decrease stim until he feels it at a comfortable level but try not to turn it off. On (B)(6) patient reported he had to rush to the ER yesterday morning to get a catheter put back in. The patient stated it was hurting very badly and could no longer take the pain or pressure anymore. Patient also reported his kidneys were hurting and they emptied out 1400 cc's of urine at the hospital. On (B)(6) the patient reported he was scared to self-cath. No further complications were reported or are anticipated.